Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a health care professional via a manufacturer¿s representative (rep) regarding a patient receiving a dose of 16 mcg/day at a concentration of 500 mcg/ml via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient felt great relief initially after his catheter replacement on (B)(6) 2016 (see manufacturer report # 3004209178-2016-24373), but reported several weeks later feeling a lot of itching followed by increased spasms and the need for oral baclofen with signs of mild withdrawal. Patient reported having sexual intercourse for the first time in 12 years several weeks after surgery and believes his catheter became disconnected during this time. Patient was scheduled for a dye study. Several attempts were made to try and remove 1-2mls of fluid from the catheter access port (cap) but were unable to aspirate: no fluid was able to be removed from the catheter access port. A computer tomography (CT) scan showed a possible disconnection at the catheter/pump connection site. The patient was being referred for a catheter revision, the date of which was unknown at this time. The issue was not resolved as of the time of this report but surgical intervention was planned. The patient was being managed with oral baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.